Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Sit was reported that the customer had a no delivery alarm on the insulin pump why manually bolusing. Customer's blood glucose level was 1053 mg/dl. Customer performed a 5.0u fixed prime and the insulin exited the tubing. Customer was unsure if cannula was bent. Customer declined to remove the set since he will still be using basal delivery. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. No add'l info provided.